Manufacturer narrative:
Analysis of programming history.

Event description:
During manufacturer review of a patient's vns programming history, a programming anomaly was noted: a faulted systems test occurred on (B)(4) 2007 which changed the off time to 60 minutes, but the output currents were still 0ma so there was no impact as the settings were intended as the patient just had full vns revision surgery. However, on (B)(4) 2007, which is the next datapoint, the settings are .75ma/20hz/500pulsewidth/30sec on/60min off, indicating the off time was never changed since the surgery date of (B)(6) 2007. The settings were corrected on (B)(4) 2008 to 1ma/25hz/500pulsewidth/30sec on/5min off. The 60 minutes off time is not a therapeutic setting and was likely unintended.